Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient fell and broke her hip 4-5 days after the device replacement. They turned the device off for the hip surgery and turned it back on the following surgery. The husband was denied access to check the device due to covid19 precautions. No impedance check have been performed, will educate rehab nurse into performing an impedance check. It is unknown if the impedance is bad after the patient fall or if the device simply needs an energy increase. While the patient was in the rehab facility, she told her husband she has not emptied her bladder in 3 days. The cause of the patient's inability to empty their bladder is unknown. Adjustments to the device were made by the rehab facility and technical support via phone conversation. The rate adjustment to 19 and energy level increased. The patient is voiding on her own now. There were no device issues reported as a result of this event.